Event description:
It was reported that during a routine procedure, the left ventricular (lv) lead exhibited high thresholds and high impedance on the lead tip channels, along with a suspected lead fracture. The lead was reprogrammed to rv to rv coil and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst indicated the lv lead pacing impedance measurements prior to the (B)(6) 2015 device replacement were within normal range. It was noted after the device replacement, the lv lead impedance measurements while using lv-tip pathways was greater than 2000 ohms. The lv-ring impedance remains normal.